Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt different button presses and charging steps, then arranged to use backup insulin pump therapy, and technical support to send pump.